Event description:
On (B)(6) 2012, pt reported the infusion sets have been leaking insulin over the past 6-8 months when he delivers boluses of 15 units or more. He discovers the leaks when insulin is on his shirt. He does hear an audible click when the infusion tubing is attached to the headset, and he does not know if he has scar tissue in the site area. The infusion headsets are inserted manually at a 90 degree angle. Pt was sent replacement infusion sets with a longer cannula. The alleged infusion sets were requested for evaluation. Follow-up was completed with the pt on (B)(6) 2012. He was unable to determine whether it was his infusion site or the product that was leaking and had not had a chance to use the infusion sets with the longer cannula. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.